Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced 'nurse started infusion and when it was expected to be completed the nurse realized it never infused. The pump did not have any alarms and there was no inactivity alarm. It was reported the pump screen appeared to be infusing.' During therapy (medication, programmed amount and delivery rate unknown). There was no patient injury or medical intervention associated with this event. No additional information is available.